Event description:
During a laparoscopic gastric bypass procedure, the device delivered an incomplete staple line. The surgeon was concerned with the integrity of the anastomosis and consequently converted to an open procedure to examine the staple line. The procedure was completed, and operating room time was extended by 1.5 hours. There were no other reported pt consequences.